Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level. That displayed as "high". Specific value was note provided. Cause was not known. Customer reported, symptoms of "mouth got so dry couldn¿t swallow, skin ache". Customer administered a correction bolus via the pump and took a manual injection of insulin to address high bg.